Event description:
It was reported the patient (who is also on chemotherapy) was in the clinic (B)(6) 2013 and their blood pressure was too low at 90/64, then 100/60 and when the patient left the clinic it was 102/65. The hcp decided to take out the clonidine and for patient's nausea (symptoms associated with the chemo) put droperidol in the pump. The concentrations (and dosing units-mg to ug) were also changed because the hcp wanted a longer refill cycle. A therapeutic bolus dose was delivered today prior to filling with the new drug mixture but when the bolus duration was complete they never cancelled that bolus so it was not showing a bb screen when they changed the programmed concentrations. Caller stated she recalled this had occurred one other time. The hcp was assisted with proper programming of the bb and the hcp confirmed it had been less than an hour since the therapeutic bolus had been delivered and the new drug mixture placed in the pump reservoir. The pump was used to deliver hydromorphone, bupivacaine, and droperidol. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).